Manufacturer narrative:
Valve remains implanted. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), (add adverse event name) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive, as patient and procedural factors were not provided. However, the event could be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted.

Event description:
As reported by our affiliates in (B)(6), post deployment of the 23mm sapien 3 valve, in aortic position, by transfemoral approach, on root angiogram, the root looked strange with a localized linear lucency, suggestive of having sustained a dissection. Echo could not show anything in the ascending. The patient was stable. However, when moved from the table to stretcher for transfer, blood pressure and heart rate sudden dropped. Echo showed sudden accumulation of a large pericardial effusion. The patient most likely ruptured into the pericardial sac. The patient was ''do not resuscitate'' (dnr) and the decision was made to not resuscitate. Death was declared shortly after.